Event description:
The customer contact reported the device did not deliver. The device was programmed to deliver an unspecified IV fluid. No specific programming parameters were provided. After an unspecified length of time, it was noted that the device had stopped delivering; however, no specific details were provided. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.